Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be inserted, the nose tube bearings and spacers were worn out and corroded in the back end and mid-section. Therefore, the reported condition was confirmed. The assignable root cause for corrosion on the worn out bearings and spacers was consistent with normal use over time. It was determined that the bearings were worn out and no longer in axial alignment not allowing cutter insertion. It was further determined that the buildup of corrosion on the worn out bearings and gears in the back end and mid-section was consistent with normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that an attachment device and two motor devices were broken. There were no delays to the planned surgical procedure. There were identical spare devices were available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.